Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the primary tubing solution container into the secondary solution container. The primary tubing set was to be used to deliver 100ml of normal saline, at an unspecified rate, via a symbiq pump. It was reported that the nurse lowered the primary solution container with two solution container hangers. The male adapter of a secondary tubing set was connected to the proximal clave y-site of the tubing set for a piggyback delivery of an unspecified concentration of gemcitabine. It was reported that after the delivery of the secondary medication was started, backflow of solution from the primary tubing set into the secondary tubing set was noted. It was reported that the volume in the drip chamber of the secondary tubing set increased. It was reported that the primary tubing was clamped using the slide clamp to deliver the secondary medication. The therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.